Event description:
It was reported the customer received a button error alarm during a bolus. The customer's blood glucose was 229 mg/dl. The mother could not recall any significant events leading to the alarm. Customer's mother also stated their insulin pump locked, and would not unlock. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Unresponsive buttons due to corroded keypad trace. No button error alarm noted. No further testing could be completed due to unresponsive keypad. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.